Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3109871. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. Complaint is unconfirmed.

Event description:
Report 1 of 3 . It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives occurred. The following information was provided by the initial reporter: bactec 442021 molecular false positive. What result did the customer obtain from the bd product? Only the staph. Epi, ecoli. What result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis on subculture. August 11: lot? 3109871.

Event description:
Report 1 of 3 . It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives occurred. The following information was provided by the initial reporter: bactec 442021 molecular false positive. What result did the customer obtain from the bd product?: only the staph. Epi, ecoli. What result was the customer expecting to obtain (if different from the obtained result)?: c. Tropicalis on subculture. August 11: lot? 3109871.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.